Event description:
According to the report, the device failed to transfer energy to a pt with no alarms or screen message. No other info regarding the reported incident were known. The reporter stated patient survived.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.